Event description:
While ventilator was in use, the patient disconnect alarm would sound but would not display the alarm on the screen. The monitor would flash the screen blue and then return to the original display with values displayed. Ventilator was pulled from patient use.